Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring invalid trace pointers alarm. Customer¿s blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Pump was received with pump error (B)(4) alarm after battery changed, pump error (B)(4) alarm during self test and high sleep current due to corroded battery tube. Unit was received with faded/peeling serial number label, cracked battery tube threads, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. Reservoir unable to lock into place and unable to perform displacement test due to missing reservoir retainer/o-ring.